Event description:
Customer reported their insulin pump had a constant tone. The customer also reported receiving an alarm. Customer also stated the alarm did not occur during the rewind/prime sequence. The customer also reported an unresponsive keypad. The customer stated the buttons were not responding, ending the troubleshooting on the customer's insulin pump. Customer could not recall any significant events leading to the keypad issues. The customer's blood glucose was 62 mg/dl. Customer treated their blood glucose with food. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on lcd board. No unexpected audio or beep anomaly noted during testing. Unable to verify alarm, due to no button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)